Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 6 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient underwent a revision procedure to address loosening - femoral. The patient was experiencing synovitis, swelling/edema, pain, and osteolysis. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.